Event description:
During an implant procedure and before the pocket closure, it was discovered that the right ventricular (rv) lead was dislodged. It was impossible to disconnect the rv lead from the header of the pacemaker. In order to resolve the event, both the rv lead and the pacemaker were replaced. Additional information was requested but is yet to be provided. The patient was stable. Related MFR # is: 2017865-2018-17315.

Manufacturer narrative:
Correction: manufacturing report 2938836-2018-12288, should not have been reported as a medical device report (MDR) as the device was identified to be not manufactured by abbott/ st. Jude medical.